Event description:
Per received report: patient was being treated with pcom when the physician implanted the first coil into the aneurysm and planned to detach it, but found it cannot be detached. And the physician tried several times, but still failed. Then the physician withdrew it and changed another one to complete the procedure. Additional information received indicated that pre-deployment test was performed and the detach button was pressed 4 to 5 times. The coil was safely withdrawn with no stretching or unintended detachment was observed and occurred during withdrawal. No patient injury reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
After the 4mm x 7.5cm micrusphere 10 platinum microcoil was implanted into the posterior communicating artery aneurysm (pcom) it could not be detached. It still did not detach after several attempts, approximately four times. The coil was safely withdrawn without stretching or unintended detachment. The device was exchanged for another one with no patient injury. The pre-deployment test had been performed and the connecting cable and detachment control box were not replaced for detachment of subsequent coils. The coil was returned damaged in multiple sections. The detachment fiber did not receive heat. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils failure to detach was due to a fracture of the solder joint junction located inside the resistive heating coil section. The circumstances of how and where this damage occurred to the microcoil system cannot be determined. The returned device positioning unit (dpu) failed electrical testing. Based on the analysis of the returned device the most likely root cause of the microcoil system to pass the pre-deployment electrical check and its failure to detach the coil inside the aneurysm was due to a fracture of the solder junction inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. However, based on the report that there were no defects during the electrical check prior to use, it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach was confirmed with functional testing. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.